Event description:
The suspect usb cable was received by the manufacturer on (B)(4) 2015. Analysis of the usb cable found a disconnected electrical connection which consisted of a pad pulled off of the pcb. Once the white wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
UDI# (B)(4). Device manufacturing records were reviewed. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution.

Event description:
It was reported that the healthcare professional was unable to interrogate generators using the tablet. It was reported that the healthcare professional suspected that the tablet's usb cable was causing the communication issues. A replacement usb cable was used with the tablet and communication with generators could be completed. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. Return of the suspect usb cable is expected but it has not been received to date.